Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. The first proglide device suture was deployed and preplaced as intended. Reportedly, during used of the second proglide, reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 19f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.